Event description:
It was reported that the patient had four of the ¿defective defibrillators¿ installed into his back and had to have a complete fusion on his back. The patient stated they put four of those 12 inch things up his back and they were recalled. He reported he had been severely disabled because of the surgery and was hurting and still hurting so bad, and even had to have a permanent caretaker to take care of him. The patient stated he had permanent caretaker services to help him and he was on limited means and was taking oxycodone five times per day, and wasn¿t able to take care of himself, and it had all come down to all of the surgery is what contributed to his condition of being disabled. It was noted it had been three years since this happened. It was noted he didn¿t have a patient programmer (pp) with his stimulator implant. The patient further reported one of the manufacturer¿s representatives (reps.) Put the stimulators in the patient and they weren¿t hooked up right. They were in for ¿one trial¿ for two weeks and then they had to come out and he had to have his back completely fused. The patient stated he couldn¿t walk or anything and the hcp determined that the stimulators/leads were defective so the hcp went in and took out three of the patient¿s discs and fused half of the patient¿s back, which caused his disability. The patient later clarified this was the leads. It was further noted the law judge of california declared him permanently disabled afterwards in 2010. They tried steroid injections in the lumbar area and then went for defibrillators (meaning stimulators then said leads) and those didn¿t work and he had been in a lot of pain for six years. It was reported they were done back on (B)(6) 2009 but then the patient stated it was actually done in 2010 but he didn¿t have the month in front of him. It was noted the patient had been working with someone who set up the patient¿s surgery in 2011-2012. The patient was wondering about compensation.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).